Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller fell to the floor and housing broke. This issue occurred during patient use and there was no patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the damaged housing was most likely a use issue. E2 and e3 selections were inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2025-26145.